Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead p-waves looked "a little bit uneven" on the external telemetry. The physician stated there were no pacer spikes and was concerned about the timing of the p-waves on external telemetry. The ra lead displayed a possible sensing and capture issue on the current electrograms (egm). It was noted that the ra lead and left ventricular (lv) lead exhibited a decrease in pacing impedance since implant. It was further reported that the patient presented with signs of possible infection of unknown origin. The cardiac resynchronization therapy pacemaker (crt-p), ra lead, and lv lead remain in use. No further patient complications have been reported as a result of this event.